Event description:
Boston scientific has become aware of the following event: sr pro catheter was inspected by professor and then inserted into the pt. No image was detected from galaxy 2 ivus machine. The catheter was then taken out to be inspected again and then inserted into the pt again. No images were shown on the g2 screen. The device was taken out. This event led to dissection in the vessel. No other similar devices were used.